Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an implantable pump for non-malignant pain. Information received reported the patient was in a car accident (unable to determine date). The pump became flipped inside the patient's body. The healthcare professional (hcp) performed a pocket revision on (B)(6) 2019 and moved the pump to the other side of the abdomen. It was noted that the patient had fluid collections in the pocket surrounding existing pump. It was "not infectious". Troubleshooting/diagnostics performed stated, "tilted pump to fill and use ptm". The issue was resolved at the time of this report. The patient's status was alive - no injury.